Event description:
Customer reports being unable to obtain a result on the compact plus system due to an unspecified power issue. Approximately 14 hours after attempting to use the device, the customer reported waking up from a nap and having paramedics treat him for low blood glucose symptoms. Customer reported being treated with a glucose injection and an IV (contents unknown). Customer tested 197 mg/dl on professional device after medical treatment was administered. Requested return of suspect device, and replacement was sent.